Event description:
It was reported that during a v.a.t.s. Right wedge resection and possible lobectomy procedure, the device caught on a localization wire that was placed by radiology to mark the lesion. The stapler was closed around the tissue and it also caught the tail end of the wire. The device fired correctly witou any unusual tactile feedback. The blade did not automatically retract. The toop manual release lever was pulled multiple times and the jaws would not open. After multiple attempts to use the manual relase, they were able to note that the blade was right at the 60mm marking, relativly proximal to the staple line. The jaws still would not open. They used maryland graspers between the anvil anf the cartridge to pry the jaws open to get tissue out. Once they removed the tissue it was noted that the entire local lization wire was caught in crotch of the jaws. Approximately 60 mm of remnant tissue was removed from the jaws. They resected a section of lung tissue and hand sewed a portion of the defect. The patient is doing well with no further consequence.